Event description:
During review of the vns programming history database, it was observed that a programming anomaly occurred on (B)(6) 2004 which changed the patient¿s settings to unintended parameters. A systems diagnostic test was performed at the end of the clinic visit but a final interrogation was not performed. Upon initial interrogation on (B)(6) 2004, the settings were at unintended parameters. The settings were corrected on (B)(6) 2004. Manufacturer labeling indicates to perform a final interrogation prior to leaving the clinic to verify the device is set at intended parameters. No patient adverse events were reported.

Manufacturer narrative:
Review of programming history.